Event description:
The customer alleged that the device was placed on a patient. A short time later a nurse noticed the patient was "in a state of arrest". They reported that the ventilator had switched from an operational mode (spontaneous breathing mode) into the sst (short self-test) mode. In the sst mode, there is no patient ventilation being delivered and there is no audible alarm.